Event description:
(B)(4). I was not told by the doctor that filshie clips were put in me. I started getting hives all over my body, I couldn't produce breast milk, I was itching all over, I had severe stabbing pains in the area I had my tubal. I went to go get the operative report and it said they used filshie clips. I am allergic to titanium. This has caused severe migraines that keep me out of work. Hair loss, memory loss, hot/cold all the time, emotional mood swings, splitting nails. These things are horrible. When I went to my doctor he said he has had several complaints and agreed to remove them. Now he won't answer my calls, and sent me a letter saying he won't see me as a patient.